Event description:
The customer reported, the system intermittently failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. An operating system and cable were replaced. Also, the software and calibration files were reloaded. The system was then found to be operating as intended.